Event description:
A falsely deprssed human chorionic gonadotropin (hcg) result of 1953 miu/ml was obtained. The result was reported to the physician. The test was repeated on 4/10/06 and higher results of hcg were obtained and reported (refer to block b.6). Pt had surgery following reported erroneous hcg results. Customer did not provide diagnosis and surgical procedure performed. It is also unk if there were any adverse health consequences to the pt due to the falsely depressed hcg result. Analysis of instrument data indicates that the most likely cause for the fasely elevated hcg result was pre-analytical handling problem.